Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Ts reviewed the data and confirmed the rv lead recorded high shock impedance measurements that were over 125 ohms. Ts recommended for a commanded shock to be performed for further lead integrity evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported.